Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 600 mg/dl on their blood glucose meter. The consumer did not feel this was an accurate reading and performed 3 additional tests with the very same test strips and meter. The consumer's received erratic results with minutes of test, getting 150 mg/dl, another 150 mg/dl, and a 483 mg/dl on the blood glucose meter. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.